Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was introduced over the wire into the left atrium (la) and, the dilator with wire was gently removed and blood was aspirated. The farawave was inserted, and when the tip was completely in the handle, the physician started to aspirate. The aspirated blood contained many bubbles, which were observed coming through the flushing port into the syringe. The physician aspirated three full syringes, but bubbles continued to appear. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no leak or air in patient was seen. A pressure bag at one drop per second was used.

Manufacturer narrative:
Additional information was provided in section a patient information and section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was introduced over the wire into the left atrium (la) and, the dilator with wire was gently removed and blood was aspirated. The farawave was inserted, and when the tip was completely in the handle, the physician started to aspirate. The aspirated blood contained many bubbles, which were observed coming through the flushing port into the syringe. The physician aspirated three full syringes, but bubbles continued to appear. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no leak or air in patient was seen. A pressure bag at one drop per second was used.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was introduced over the wire into the left atrium (la) and, the dilator with wire was gently removed and blood was aspirated. The farawave was inserted, and when the tip was completely in the handle, the physician started to aspirate. The aspirated blood contained many bubbles, which were observed coming through the flushing port into the syringe. The physician aspirated three full syringes, but bubbles continued to appear. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.